Event description:
It was reported by the aci sales professional that a female patient weighing (B)(6) underwent a cath procedure on (B)(6) 2010. There was no information provided regarding the pre-procedural femoral angiogram to assess suitability of closure, or any information provided regarding the deployment of the mynx and its use per the instructions for use. It was reported that the mynx procedure was unsuccessful, a hematoma developed which was treated with 20 minutes of manual compression. The patient was discharged sometime post procedure. On (B)(6) 2010, the patient returned to cardiac cath lab complaining of pain in the right leg. Pulses were absent upon exam. An angiogram of the right lower extremity revealed a complete occlusion of the right popliteal artery. A 7f guide wire was advanced to the level of the occlusion and what was assessed to be sealant was aspirated. Flow to the distal extremity appeared to be restored after adjunctive pta and an injection of nitro and verapamil. The removed material was sent to pathology and was reportedly confirmed to be sealant. The patient is currently doing well. Note: on review of the angiogram pre-catheterization, a clot may have been present around the sheath and spasm in the iliac above the sheath.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the cause of the reported hematoma and reported occlusion could not be conclusively determined. There was no information provided regarding the pre-procedural femoral angiogram to assess suitability of closure, or any information provided regarding the deployment of the mynx and its use per the instructions for use. In addition, hematomas are anticipated complications of catheterization procedures, regardless of the use of closure devices. They can also occur with manual compression. It was reported that the pathology report confirmed the extracted material causing the occlusion was polyethylene glycol. However, without source documentation of a pathology report or the material to perform chemical analysis, the composition of the occlusion could not be confirmed. The review of the lhr (lot # f1016901) indicated that the mynx device met all established performance criteria prior to shipment.